Event description:
In 2005 - pt was being treated for lower esophageal cancer by having an esophageal resection and gastric pull through. The seamguard was being used with staples to fashion the proximal stomach into a segment which could be attached to the end of the esophagus. The pt had received previous radiation to this area. A gastro-tracheal fistula did form and upon re-operation approx two weeks later, a section of staple line was found with seamguard protruding into the trachea. In 2005 - a fistula repair was done. A piece of surgisis sheet was placed between the trachea and the stomach successfully. There was no allegation of product deficiency made by the clinician.